Manufacturer narrative:
Additional information event site telephone: (B)(6). Additional contact details e-mail address: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had defective safety disk. Getinge field service engineer (fse) replaced safety disk. No patient involvement.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. This part was received with a reported unit failure message of received defective safety disk. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of safety disk defective. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap. 2nd complaint: the failure analysis and testing department received the following parts associated with this complaint safety disk. This part was received with a reported unit failure message of received defective safety disk. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave. Service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of safety disk defective. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a defective safety disk. There was no patient involvement reported.